Event description:
We have had 3 faulty insertion needles on PICC line insertion trays over a 2 day period. All are the same lot# req g0793 by bard. Two separate pts have required being stuck a second time in order to place the line. The hub of the needle is occluded and the guidewire cannot pass through it. We now test them each prior to sticking the pt but that could possibly increase the potential for contamination of the line.